Manufacturer narrative:
MFR received a medwatch report # (B)(4). Info indicates during an attempted transfer of pt, the arm of the device bent and as a result the leg locking mechanism is no longer functional and the pt reportedly expired. Unk if a maintenance issue.

Event description:
The medwatch form sent by the facility alleges during a transfer, the arm of the lift bent causing both the lift and resident to fall. The leg locking mechanism was allegedly no longer catching properly after the incident. Serious injury and death are alleged. (B)(4).